Event description:
It was reported that the right atrial and right ventricular leads were dislodged due to twiddler¿s syndrome. Both leads were explanted and replaced. Patient was asymptomatic before, during and after the event. Patient will continue to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.